Manufacturer narrative:
One used uv transfer set was returned for analysis. The sample was tested at 8ps under water for 10 sec and no abnormality was observed. The same test was then performed after the white sleeve was removed and no leakage was found. The reported complaint issue could not be confirmed.

Event description:
Reporter reports leakage occurred from the pt connector of a uv transfer set after 70 day of use while the pt was sleeping. The affiliate reports no pt injury or medical intervention as a result of the leak. No add'l info is available at this time.